Event description:
It was reported that customer was unable to prime a clearlink extension set with 2 injection sites. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available for evaluation at the plant. No defect was observed during visual inspection. Sample was tested for flow by spiking into an in-house 1000ml solution bag containing distilled water. Sample was then primed and checked for flow. An in-house (B)(4) (baxter) secondary set also spiked into an in-house 1000ml solution bag was then attached to each y site of both samples. All the y sites of the set were checked for flow. No defect was observed during functional test. Sample was working within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.